Manufacturer narrative:
Corrected information h2 and h11: the device malfunction reported as 'error reload set defective occlusion detector' was determined to be a 'reload set' alarm. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had defective occlusion detector during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'defective reload set and occlusion detectors' was not reproduced. A review of the history log revealed 'reload set! ' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream/force sensor out of specifications. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.